Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Sent product to vendor for investigation. Vendor had product examined at material lab to determine what the residue was with no definite results. Vendor response was "we have completed the investigation into the one unit identified with fm on the brush. Our supplier has responded with no identifiable root cause, and based on the outside lab report and internal investigations for potential areas the fm would be contributed through our process, was also inconclusive. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a sales rep had a bone plug kit that he noticed had "residue" inside of the package before an initial total hip procedure. The sales rep stated that this had no effect on the patient or procedure as he had another bone plug kit readily available for use. No adverse effect has been reported in association with this event.